Event description:
The patient reported blood glucose of "170 mg/dl, and 80 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, control solution and test strips were replaced.